Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while brushing their teeth. Review of the episode noted both t and p-wave oversensing and low amplitude measurements. While the patient was in the hospital for review, a further inappropriate shock was delivered. The tachy therapy was turned off and the s-ICD remains in service. No adverse patient effects were reported.